Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a rechargeable implantable neurostimulator (ins) experienced rapid loss of capacity/sudden drop in battery level that was unexplainable. The battery charging state jumped from 10% to 80% in no recorded time, then dropped back to 0% in two days, and was back to 50% within 5 min. There was no loss of stimulation reported. There were no known contributing factors. Checkup was performed without results. Json and session reports were reviewed and it was thought that the drop on oct-16th might be as expected, considering the recharge session before was on oct-11th. However, the other one (oct-18th), seemed to be quite strange. The issue was not resolved.